Event description:
It was reported that during generator replacement surgery on (B)(6) 2014 due to end of service, the generator header detached from the main body of the generator during explant. The patient¿s lead appeared to be coiled and had been applying pressure on the generator. Scar tissue was noted to have increased the pressure on the generator. The explanted generator has not been received to date. Follow-up revealed that the explanted generator was not defective; however, clarification has not been received to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that no manipulation of the device was noted. Additional programming history was received that showed system diagnostic were performed on the date of replacement in which lead impedance was within normal limits (dcdc ¿ 1) and a eri=yes condition was observed.

Event description:
Additional information was received stating that a large amount of force is required in order for the generator header to detach from the main body of the generator. It is highly unlikely a coiled lead and scar tissue would have caused this detachment; rather, the detachment was likely a result of extensive manipulation of the product during the explant process.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Manufacturer narrative:
.